Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The certain® gold-tite® hexed screw (iunihg) was returned for investigation. Visual inspection of the returned product identified fracture on threaded portion of screw. The hex head is worn and contains debris and the gold plating is worn off. Pictures or x-ray images were not provided. No device lot number was provided so a device history record review could not be performed. A complaint history review by item number was conducted for the (iunihg) dating back to 12 months. The complaint history review revealed that no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device was found. Appropriate documentation was reviewed and the following information was identified: documents reviewed: surgical manual: tapered & parallel walled implants instsm rev 02/16 information identified: torque matrix - internal connection. Complainant reported that the customer inherited a patient that complained of a loose crown. Doctor discovered that the iunihg screw fractured. The reported complaint is confirmed as a fracture was identified on the returned product during visual inspection. A definitive root cause for this complaint could not be determined. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change 'no' to 'yes'. H4: device manufacture date. H6: evaluation codes. H10: additional narrative. The following sections have been corrected: e1: first/given name.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with a loose crown. It was discovered that the abutment screw (iunihg) fractured. The implant remains intact and the patient will have to return for the retrieval of the fractured piece.